Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Logs show the vessel sealer extend (vse) instrument (lot number: k16251113-0038) was the first vse used; it was installed on universal surgical manipulator (usm) 3. This instrument passed homing and performed 8 seal events with no cuts attempted. The second vse used was (lot number: k16251113-0068) this instrument was installed 4 times on usm 3. This instrument performed 140 seal events and 113 completed cuts across the 4 installs. The logs do not show any errors related to vse usage.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the vessel sealer extend (vse) instrument did not function as expected and was noted to have no energy. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the specific problem that occurred with the vessel sealer was that the device did not work; no power came through the device. The instrument in case of a problem without energy never worked; it was not sealed at all during the sealing cycle, and it hasn¿t worked at all. The instrument problem of a delayed seal was not applicable. The instrument did not work as previously mentioned after plugging in, due to no sealing. The vessel sealer instrument did work at all (successfully concluded) during the procedure. Errors occurred when the problem with the vessel sealer occurred. Tissue has been cut that was not completely sealed. No bleeding has been observed due to the problem with the vessel closure. The bleeding was normal and expected as part of the procedure. However, it was also noted that the estimated blood loss was more than expected. Unspecified intervention has been undertaken to control or resolve bleeding.